Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: an investigation was performed based on the information provided, and it has not been possible to conclude an exact root cause for this event. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted zteg-2p-30-140-pf from the right femoral and placed the stent graft in the distal side without problem. Then he prepared attempted zteg-2pt-38-152-pf as usual and attempted to insert zteg-2pt-38-152-pf, but failed. He removed the delivery system and found a gap between the sheath and the dilator. The sheath tip was turned outward. He replaced it with zteg-2pt-38-152-jp and it was used without problem and the procedure was completed. Patient outcome: the patient's condition after the procedure is unknown as not provided by reporter.